Event description:
It was reported that a crack was found in the mainbody of a transfer set. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4)the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified the customer reported issue of a cracked main body. The cause of the cracked main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.